Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis within a primary and secondary shipping box. The pipeline flex braid was returned within an opened pipeline flex outer carton (b178270). Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher; therefore, the braid ends (proximal, distal) could not be identified. The pusher was not returned with the braid. Both ends of the braid were found open; however, one end was found damaged (frayed). Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed, and the cause could not be determined. It is possible the damage found with the returned braid contributed to the event; however, the cause for the braid damage could not be determined. Information regarding if the braid was placed in a vessel bend, patient vessel tortuosity, and if any resistance occurred during use was not reported. Therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline failed to open in the proximal third resulting in damage to the phenom catheter. Both devices were removed and replaced to complete the procedure. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). There was no harm or injury to the patient.